Event description:
The customer reports a pregnant patient was on the table. They performed a fluoro exposure and the image was black . At this point they fully rebooted the system and tried to perform one more fluoro exposure but it was also non diagnostic. Staff completed the procedure without fluoro. No reported injury.